Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 03-aug-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium results of >9.0 mmol/l on a patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (Method, date, tested, sample, result) : I-stat, (B)(6) 2022, ni, a, >9.0 mmol/l. Ref, (B)(6) 2022, 0225, a, 3.6 mmol/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer also presented suppressed result for ionized calcium on I-stat, it is suspected that the I-stat sample used was hemolyzed causing the results of >9.0 mmol/l. However, this could not be confirmed at the time of this report. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-sep-2022. A review of the device history record (DHR) confirmed that the lot passed finished goods release criteria. Retain cartridge testing met the applicable acceptance criteria as outlined in appendix 1 of q04.01.003 rev. Ak product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ lot h22082c.